Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) with a moderate level of ketones and the customer went to the emergency room (ER). The customer was not treated; however, remained on pump therapy and the bg level was monitored. The customer was not admitted to the hospital and was released from the ER the same day. The customer was feeling better after leaving the ER.